Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room with a blood glucose level of 471-600 mg/dl. The customer was treated with intravenous fluids of insulin and saline and released the next day, (B)(6) 2024 with the issue resolved and no permanent damage. System check was performed with tandem technical support and no issues were identified.